Event description:
Procedure type: laparoscopic splenectomy. According to the reporter: the safety shield released prematurely and the instrument blade would not expose rendering it inactive. Another instrument was used successfully. Was not used on the pt. On sept 16/08- additional info. On sept 15/08, covidien sales rep was made aware of add'l details regarding this event. Contrary to the initial report by the customer. The device was used on a pt. The surgeon had removed a 10-12mm trocar from the pt wanting to insert a 15mm trocar instead. Reportedly, the indicator was showing that the shield was on, the trocar was inserted into the abdomen and pierced the pt's spleen. The pt had blood loss of 50% of his blood volume. A blood transfusion was given to the pt. The surgery was completed in open procedure. The pt recovered after, hospital stay was extended for 2 days.